Event description:
A healthcare facility in the united kingdom, via a fisher & paykel (f&p) field representative, reported that the heater element of an iw932 cosycot infant warmer was open circuit. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint iw990 infant warmer for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the iw932 infant warmer was returned to our fisher & paykel healthcare (f&p) service centre in the united kingdom, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Results: performance testing of the complaint device revealed the heater element was open circuit. Conclusion: the reported incident was a result of failure of the heating element as it was open circuit. The user manual for the iw932 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in the united kingdom, via a fisher & paykel (f&p) field representative, reported that the heater element of an iw932 cosycot infant warmer was open circuit. There was no reported patient involvement.